Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The surgeon plans to revise both the tibial and talar implants and switch to the inbone system. They believe the talar implant is too large, which is likely causing medial tibial cysts and impingement. Although cysts can occur, the surgeon does not think this revision is expected and believes the issue is mainly due to implant oversizing rather than an implant defect.

Manufacturer narrative:
The complaint wasn't confirmed, since the returned image for evaluation don't matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: there is no conclusive evidence about this implant that would permit a definitive statement. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The surgeon plans to revise both the tibial and talar implants and switch to the inbone system. They believe the talar implant is too large, which is likely causing medial tibial cysts and impingement. Although cysts can occur, the surgeon does not think this revision is expected and believes the issue is mainly due to implant oversizing rather than an implant defect.